Event description:
Tbi development uppermn; physical damage caused by body movement provoked by tcemep to motor cortex, which also caused neural-thermal damage. Patient subjected to unnecessary elective neurosurgery despite pre-op symptoms of spasticity tbi sequela upper motor neuron syndrome conveniently misdiagnosed by neurologist. Instead of spasticity management at a higher level of out-of-network care, neurologist misdiagnosed patient to get billing approve instead of tbi/umns or hospice/palliative-qualified. The neuro then approved with uncertainty an aggressive elective l4-l5 surgery despite having access to patient's cervical spine and brain reports. Patient was not a candidate for endotrachial intubation with severe neck degeneration in process, thus prone positioning and sniff posturing during intubation was ill-advised. Patient had history of both eyes having cataract surgery lens installations. Patient substituted for a last-minute cancellation; surgery moved a month or so sooner. Patient assessed perioperatively by anesthesia as "poor-rom neck"; misdiagnosed. Pre-op nurse rejected patient because it seemed she and family were unfamiliar with the aggressive neurosurgery process and had too many questions. Post-op, it was learned a palliative medical group doctor attempted to intervene; an appointment had been set for her to show up instead of surgery, but the surgical team did not inform her or family of this. Patient's grandchild came down with the flu in the office waiting area the day before, so this should have disqualified her for the surgery as well, but the surgical team said nothing. Unaware she ended up being subjected to tcemep for an l4-l5 lumbar surgery, which is unnecessary and not standard as the spine cord ends above this area. The perioperative neurologist (B)(6) and unknown operator of the machine (B)(6) were previously booked and probably presented resistance about being left out of the operation, profit-wise. (B)(6) credentials could not be verified by (B)(6) state and this person operating the machine may have knowingly harmed several patients over months or years. It may have been a pseudonym in which the operator left someone else's name on the operation record to hide who they were and what they have been doing all this time, harming patients with harmful voltage to the brain causing neural-thermal damage. It could be that sometimes unqualified doctors or nurses perform the duty of tcemep and use a moniker (whether it's a real person's name or not, notice the use of first initial and no professional title of nurse or doctor at the end of the name on the records) to get paid for it. Most patients would not know or figure out that tcemep can be up to the patient and it is not necessary for lower back surgeries because of the location of the spinal cord as has been stated by insurances unwilling to pay for an elective, unnecessary risky monitoring service that is becoming a surgical trend. Patient developed severe, intractable, global spasticity and was finally treated with baclofen a year after the onslaught of the severe side effects. Instead of improving, the patient became more debilitated and was finally acknowledged as hospice 5 months before she passed away in hospice. Instead of higher level of tbi care centers, patient kept getting released to short-term snf where they billed 21 days of medicare for unqualified rehab, which delayed the benefits of spasticity management for quality of life control as she was qualified to enter palliative/hospice care to improve the quality of life she had left, but the medical group and medical providers refused because they do not provide that kind of specialized brain injury care. Only higher level of care centers like (B)(6) treat brain/high spine injury spasticity symptoms and it was not until she worsened that she finally met some out-of-network providers that admitted she needed more specialized care. The tcemep was also applied to patient¿s cervical neck area, arms and legs. Her lower legs wilted away from the muscle damage caused. She used to be an avid walker and after the surgery, she was never able to get back on her feet, by herself. Brain damage evident as she became neuromuscularly spastic deformed. Patient also developed post-op carpel tunnel, severe back curvature not related to osteoporosis because the patient was osteopenia (as tested shortly after surgery). Patient could have received neurogram/nerve imaging mris to diagnosed nerve damage at ucla health, patient not referred. She became so curved due to spasticity deformation of her back that she, in short time, became disqualified to lie flat for standard MRI scans in-network. The only machine that she was denied access to was at (B)(6) health where they operate beds that can be manipulated to slightly accommodate forward head posture and curved backs. Perioperatively, that tcemep would be used and the risks associated were not provided to the patient or family is manipulative, egregious and dangerous. Religious exemption-wise, patient/family never would have allowed electricity of any voltage to be applied to her motor cortex, as it is associated with psychiatric manipulation of the brain, even though it is not actual electric shock ect. Patient later found out that neurologists and psychiatrists are members of the same specialist board as well as the board that certifies their operations of machinery like tcemep and evoked potentials. Finally, towards the end of her life, after noise found in cervical dti patient realized "they also left something in," during body movement from tcemep a broken anesthesia needle tip during neuroblockades to arrest body movement, as requested by surgeon, then they lost the signal, indicating nervous system damage; surgical team said nothing to patient of it. Sequela of side effects shows this contributed to the global spasticity that led to early death. Patient was unable to ever get serviced for spasticity management because it was later believed that she was too damaged after the surgery/side effects. The brain spasticity was too severe, it was believed, for intrathecal baclofen to relieve her discomfort. She never received an intrathecal trial dose of baclofen, so she never found out if it would have helped relieve her debilitating global spasticity. In the end, one of her doctors said she looked like a person with als symptoms and was unable to perform a muscle biopsy to confirm this before she passed away. FDA safety report ID # (B)(4).